Event description:
A consumer reports blurry near, intermediate and distant vision, scratching and pain following intraocular lens (iol) implant surgery. The consumer stated, the surgeon thought the symptoms could be caused by a virus and prescribed medication for one month. Four days following this visit, the consumer reported she was told to discontinue her postoperative eye medications due to possible irritation and was told to administer saline eye drops every hour. The consumer stated she saw a retinal specialist who told her he thought the surgery was successful. One of the physicians suggested she take omega tablets to help lubricate her eye and to stop using an overhead fan at night without a patch over her eye. She sought a second opinion and was told the implant surgery was a total success. She was diagnosed with a dry eye and prescribed medication. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/23/2008 and 06/09/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 06/19/2008.